Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during unpacking, when the physician prepared to use the stent for the patient, the stent suddenly fractured and could not be used. The procedure was completed with another of the same device. No patient complications were noted.